Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that the device was received as a blind unit, but during an unk procedure, it did not staple. There was no pt consequence.